Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: material: 301031, batch: 5153591, per the customer "our physicians raised concerns today regarding the 20ml syringes that came in our cath lab pack. Blood is seeping past the plunger when being drawn."

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 301031 and lot number 5153591. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.